Event description:
It was reported that the patient had visited the emergency room (ER) due to hyperglycemia on approximately (B)(6) 2026. The patient's specific blood glucose and ketone levels were not reported, however they were reported as 'really high'. The patient had been wearing the pod between 5 and 24 hours and it was found to be leaking, so the pod was changed. Symptoms reported included feeling very unwell and vomiting. The patient was treated with insulin. The patient left the ER a few hours later. On 06-jul-2026. The pod was removed and discarded; therefore, it is not available for return or investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.